Event description:
It was reported that during device check prior to implant, loss of communication was observed. Device was initially interrogated through wand and rf, and capacitor maintenance was performed. Immediately after charging, the device lost rf telemetry. The programmer was rebooted and device was re-interrogated, which resulted in inability to initiate wand telemetry. The device was not used. There was no clinical implication to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of the inability to communicate with the device was confirmed in the laboratory and was due to low battery voltage. The battery voltage was depleted due to high current drain. Visual inspection revealed internally arcing on the hybrid and x-ray inspection noted circuit damage. It is believed that the arc damage caused high current drain. The cause of the arc could not be determined.